Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the procedure, a crack in the insulation was observed, which allowed blood to enter the smarttouch sf catheter. The catheter was exchanged and the issue resolved. There were no patient consequences. The external damage has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the procedure, a crack in the insulation was observed, which allowed blood to enter the smarttouch sf catheter. The investigational analysis has been completed. The device was inspected and a kink was observed on the peek housing and the transition was found cracked, which coincides with the reported event. Additionally, reddish foreign material was observed inside the pebax. Deflection testing was performed and the catheter failed. A failure analysis was performed. The catheter was observed under the x ray machine and the t bar was found to have slid down causing the improper deflection condition. The catheter outer diameter was measured and found within specification. Scanning electron microscope (sem) testing was performed on the damaged area on (B)(6) 2018 and the results showed evidence of peek housing mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax and the peek housing cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the t bar slippage cannot be determined. However, an internal corrective action was created to investigate this issue. Manufacture reference no: (B)(4).